Event description:
It was reported that bd needle eclipse safety shield did not close and then broke. The following information was provided by the initial reporter: during surgery, the surgeon passed empty syringe to the nurse after use. The plastic safety cover hadn't closed properly and had failed to secure closed needle stick injury resulted as the needs remained exposed after injury a second attempt to close was attempted and the cover detached from the needle completely. 12 nov: unfortunately, there is no physical sample or picture as it was a used sharp and initially I didn't know there had been a second incident. There was no patient harm although she did have to have a second blood sample taken. However there were 2 members of staff that had inoculation injuries. If you have any further questions please ask.

Manufacturer narrative:
Correction: cancel MDR- information captured in the MFR report # 3002682307-2024-00250.